Event description:
Hip replacement. Johnson & johnson depuy pinnacle. Defective. Problem with hip - can't walk without pain, lift anything without pain, stairs, elevation, lift right knee there's pain. Heat causes pain. Pain is on defective hip, groin pain and pain generates down to mid-thigh. I had a hip implant (right side) on (B)(6), 2007 by dr (B)(6). Complications since I felt pain by walking, carrying anything of weight, climbing stairs, elevation, lifting knee. Hot water near area, even comforter on me in bed is uncomfortable. Range of motion is limited. Can't exercise at all. Defective implant. Hosp stay: 8 days (prolonged by complications). (Surgery: (B)(6) hosp in (B)(6). Did therapy for at least 6 mos. Nothing helpec. Hip replacement is a problem. Defective.